Event description:
It was reported that prior to starting a davinci si surgical procedure the customer noted a 'frayed cable' on the long tip forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was found to be derailed at the distal idler pulley. The grips were able to open and close, but the movement could not be precise. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys could have contributed to the derailment found. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.